Manufacturer narrative:
(B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The customer reported two false negative results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. This manufacturer's report addresses test two (2) of two (2). Repeat testing was performed on (B)(6) 2024 and generated a negative result. A prior test performed on (B)(6) 2023, using a different unknown brand of test, generated a positive result. Although requested, no additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported two false negative results with the binaxnow covid-19 antigen self-test performed on 02jan2024. This manufacturer's report addresses test two (2) of two (2). Repeat testing was performed on 03jan2024 and generated a negative result. A prior test performed on 30dec2023, using a different unknown brand of test, generated a positive result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
FDA UDI (B)(6) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 226668 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 226668 and test base part number 195-430h / lot 223577. The lot met the required release specifications. A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 226668 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.b6 - relevant test/laboratory data b7 - other relevant history h3 other text : single use; device discarded